Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause. Investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 84 complaints for menstrual products during this time period for the class/subclass. There were two complaints, #/(B)(4); batch t26693 and #/(B)(4); batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Investigation #/(B)(4) was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to the attached trend chart for mar2016 - mar.

Event description:
Event verbatim [preferred term] I developed a blister from wearing it/it burned my outside skin [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "hello, I have been using the thermacare menstrual heating pad for years and I have never had a problem before. This time though I developed a blister from wearing it the way I always do! My question is should I be concerned about what it did to my insides as well since it burned my outside skin". The action taken in response to the event was unknown. The outcome of the event was unknown. Conclusion from the product quality complaint group included: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31mar2019/manufacturing site: pfizer albany/complaint class: external cause. Investigation complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 84 complaints for menstrual products during this time period for the class/subclass. There were two complaints, #/(B)(4); batch t26693 and #/(B)(4); batch t26691 confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The root cause was identified as equipment - other. Known CAPA's for the confirmed complaints are listed below. The preliminary assessment did not identify a cause related to the investigations mentioned above. Investigation #/(B)(4) was executed for menstrual & muscle joint USA products with a subclass of cells damaged/leaking. A leaking cell pack for batch t26691 was the cause of the event. After aqrt review, the event was confirmed and resulted in a recall for the following batches: t26691, t26693, t26686 and s68516. This current complaint does not include the subclass of cells damaged/leaking. The adverse event safety request for investigation complaint subclass shows an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for menstrual products, refer to the attached trend chart for mar2016 - mar2019. There is no further action required. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (24apr2019): new information received from product quality complaint included investigational results. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] I developed a blister from wearing it/it burned my outside skin [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from an unspecified date at unknown dosage for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "hello, I have been using the thermacare menstrual heating pad for years and I have never had a problem before. This time though I developed a blister from wearing it the way I always do! My question is should I be concerned about what it did to my insides as well since it burned my outside skin". The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.